Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed testing during a factory change order process. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the failure was confirmed after a flow sensor replacement. The engineer recommended replacing the printed circuit board assembly (pcba) to resolve the issue. A repair quote estimate was sent to the customer and is awaiting approval confirmation in order to proceed with the repair. No further investigation is required.